Manufacturer narrative:
(B)(4). The company's service log review revealed a delivery failure (df) alarm main supply voltage out of tolerance (valid range: 2435 to 4075 count; actual value: 2433 counts) followed by a low battery alarm. The alarms occured without the intended warning that the battery was low. The root cause for this report was smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This case was not reported as a complaint to the company, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On 17-mar-2016, the service log for inomax dsir (B)(4) was reviewed by the company who identified a delivery failure (df) alarm and a low battery alarm. This case was not reported as a device complaint to the company but is being reported as it is considered a reportable malfunction.